Manufacturer narrative:
The embolic material was not returned for analysis as it was consumed in the intervention. Attempts have been made to gather additional information, however, our attempts have been unsuccessful. Based on the reported information, there is no evidence of a device deficiency or malfunction. Therefore, this event appears to be patient condition related and a post procedure related event and its caused cannot be definitively determined. MDR related to this event: 2029214-2017-00434, 2029214-2017-00435, 2029214-2017-00436, 2029214-2017-00437.

Event description:
Citation: transcatheter embolization of type I endoleaks associated with endovascular abdominal aortic aneurysm repair using ethylene vinyl alcohol copolymer. Assaf graif. Vascular and endovascular surgery. 2017 vol. 51(1) 28-32. Medtronic received information of a patient # 6 was treated for a very large type 1a endoleak by endovascular abdominal aortic aneurysm repair using evoh, 8-mm avp4, onyx-18, ruby coils, and renegade/renegade hi-flo microcatheters. Completion aortogram demonstrated persistent filling of the proximal aspect of type 1a endoleak but with the resolution of the egress into the ima and lumbar arteries. This patient proceeded to undergo open surgical explantation of his endograft several months later at a different hospital and was lost to further follow-up. This patient had an endurant abdominal stent graft. 7 months from evar to detection of endoleak. One hundred four (104) days from detection to treatment.